Event description:
It was reported that during a cardiac ablation procedure using the pulse select catheter, there was a noisy electrogram observed on electrode 4. The physician identified noise on the electrogram through the recording system. Initial troubleshooting involved replacing the catheter interface cable, but the noise persisted. Subsequently, the electrogram cable between the generator and the recording system was replaced, yet the noise remained. The plug for electrode 4 was switched with electrode 8, resulting in noise appearing on electrode 8, indicating the noise originated from electrode 4 on the pulse select catheter itself. The procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012409543 was returned and analyzed. The catheter appeared intact without any visible issues. The shape of the array appeared normal, with no unusual features. The capture device had a normal shape, showing no damage or unusual features. The was no guidewire received with the returned catheter. The slide control function was performed, and the guide wire lumen was extended, retracted without any issue. Steering function was normal, with the distal catheter tip responding with approximately 170 degrees (°) rotation in both directions. Data from the catheter identification chip confirmed the catheter was programmed for clinical use, with the lot number matching those indicated on the handle. The catheter was reprogrammed before connecting to the generator via a catheter interface cable, and therapy deliveries passed successfully. The catheter was connected to the breakout box, and impedance was measured between electrodes 1 to 9 and the corresponding pins (e-1 to e-9) on the breakout box. The measurement showed an open circuit between the connector and electrode 4. X-ray imaging revealed a loose wire within the shaft. Dissection of the catheter confirmed a breakage of the electrode wire 4 within the shaft at the distance of 31.3 inches dist ally from the handle electrical connector. In conclusion, the reported "signal noise" was confirmed through testing and the catheter failed the returned product inspection due to an electrode wire was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.